Event description:
The user facility reported a 47-year-old female presented in cardiogenic shock. An impella cp was inserted for support. The patient developed distal limb ischemia in the right leg following impella implant. Bilateral distal limb perfusion sheaths were placed in an attempt to counteract the condition, however, the decision was eventually made to wean and explant the pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the limb ischemia issue was most likely patient condition related. The failure mode will be monitored and trended.